Event description:
It was reported that a burst of low amplitude signals were being detected by the device. As the patient had a very slow intrinsic rhythm which resulted in unacceptable pauses; the device sensitivity was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.